Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain. It was reported there was an eri (elective replacement indicator). The device was not working and they saw a "call hcp" on their patient programmer. The patient's back was "killing" them. The patient clarified that they had a change in therapy. The patient was redirected to follow up with their healthcare provider (hcp) to address the replacement and the symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having trouble with their ins. It was reported that the patient's ins hadn't been working for them/for their symptoms for about 4 - 5 months. The patient wanted to find a doctor to see if their ins was dead.

Event description:
Additional information was received from the patient. The patient wanted to have a doctor check their system because it has been 8+ years. The patient wanted help finding a healthcare provider in the area. No further complications were reported. (B)(6) 2018, crts 3756575 updates 1 & 2, additional information was received from the patient. It was reported that the patient was having trouble with their ins. It was reported that the patient's ins hadn't been working for them/for their symptoms for about 4 - 5 months. The patient wanted to find a doctor to see if their ins was dead. (B)(6) 2018 crts 3789638 (con): no new information. (B)(6) 2019 patltr (con): additional information was reported that the patient's ins was replaced. No further information was reported. [Please refer to 703444325, not working since implant for pain, MRI]

Manufacturer narrative:
Fdd does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient wanted to have a doctor check their system because it has been 8+ years. The patient wanted help finding a healthcare provider in the area. No further complications were reported.